Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in ICU (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly was dirty and sticky. The technician cleaned the side rail latch assembly to resolve the issue. Based on this information, no further action is required.